Event description:
It was reported that, during an arthroscopy, after t1 of the fast fix was implanted, t2 was deployed simultaneously. The procedure was finished with a smith and nephew back up device and it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: additional information: a1, a3, a4: patient data added. B5: updated. H1: hospital address updated. H6: health effect - impact code updated.

Event description:
It was reported that, during an arthroscopy, after t1 of the fast fix was implanted, t2 was deployed simultaneously. A non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the device showed that it was returned in the original with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. The straw is damaged. The needle is bent. A functional evaluation of the device showed that it will not fully cycle down to the pre-t2 position, only to the pre-t1/post-t2. It will cycle to the tip of the needle. An evaluation of the customer provided image shows the s+n box with the batch number of the complaint on the label. The device is laying beside the box. The t1/t2/suture are not present. The needle is bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include inadvertently bending of the needle or a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.